Event description:
It was reported that foreign matter consisting of polyester and heliogen blue pigment was found on the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from french to english: "indeed, during the candling of our last production batch (distributed in syringes), we noticed the presence of a particle. This particle has been identified in ir and is composed of : - polyester - blue pigment of heliogen blue type"

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200209. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were identified. Per the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter consisting of polyester and heliogen blue pigment was found on the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from french to english: "indeed, during the candling of our last production batch (distributed in syringes), we noticed the presence of a particle. This particle has been identified in ir and is composed of : polyester. Blue pigment of heliogen blue type".